Manufacturer narrative:
One sample was received and tested by our quality team. The separation at smartsite end was noticed immediately and the customer's complaint was verified. Visual analysis under a high power digital microscope was employed and the separated tubing seemed to be lacking solvent (glue). The manufacturer was forwarded the information and the root cause of the failure was determined to be incorrect application of solvent and insertion by the operator at the bench responsible for the smartsite to tubing junction. A quality alert was generated to communicate and reinforce correct assembly process. Sample returned and investigated under pr 8845689. Device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided that would've changed the initial MDR material #: 10013902, batch #: 23029132. It was reported by customer that as the rn priming the filter the port where attaches to the main line broke. The problem occurred right away while priming with saline the end port got disconnected from where filter was connected to the infusion line. Verbatim: rcc received the complaint via email. Email(s) as attached. Quality issue ¿ broken (out of box). Device not being used on patient at the time of incident. As rn was priming the filter the port where attaches to the main line broke. Date of incident: (B)(6) 2023. How long was product in use when the problem occurred? Right away while priming with saline the end port got disconnected from where filter was connected to the infusion line. Response received 15 sep 2023. Was there any leakage due to the incident reported? Yes, there was n/s leakage. Kindly confirm that there was no patient involvement. Line was not yet attached to patient. Response received 22 sep 2023. 1. Please confirm the sequence of events leading to the separation. Right away while priming with saline the end. Port got disconnected from where filter was connected to the infusion line. 2. Please can you confirm the infusion set-up, including the make model of all connecting products. I am sorry do not have this info.. 3. Please confirm is there any visible deformity in the product/packaging? No.

Event description:
It was reported that bd alaris smart site low sorbing set tubing separated during priming. The following information was provided by the initial reporter: quality issue ¿ broken (out of box). Device not being used on patient at the time of incident. As rn was priming the filter the port where attaches to the main line broke. Date of incident: (B)(6) 2023. How long was product in use when the problem occurred? Right away while priming with saline the end port got disconnected from where filter was connected to the infusion line.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.